Manufacturer narrative:
H.6. Investigation summary: DHR: lot was built on afa line 5 from 07feb2018 through 12feb2018 and packaged on pkg. Line 8 from 14feb2018 through 17feb2018 for the quantity of (B)(4). All challenge, set-up and in process samples were performed per specification in accordance with the quality control plan. There was no indications of the reported defect, as there no related reject activity findings throughout the build of this lot that would impact upon the quality of the product. Although units were not returned for this incident, 3 photos were provided for observation. All three photos shown yellow plastic bags that contained IV catheter product. Confirmation of the failure of package seal integrity poor / questionable, as stated in the complaint, was determined to be inconclusive based on the observation of the photos provided for this incident. The photos did not provide sufficient evidence to identify the actual product or the packaging, therefore the reported defect was not observed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters were found before use with one end of their packaging opened. The following information was provided by the initial reporter, translated from spanish to english: "device that has its packaging with one of its ends uncovered by issues inherent to the manufacturer."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters were found before use with one end of their packaging opened. The following information was provided by the initial reporter, translated from (B)(6) to english: "device that has its packaging with one of its ends uncovered by issues inherent to the manufacturer."